Manufacturer narrative:
Correction b5: the original report should have stated "post sensed t wave oversensng" instead of "post paced t wave oversensing".

Event description:
New information received notes programming changes were made. No further post sensed t wave oversensing episodes were observed.

Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were recommended. The patient was unaware of the episodes and there were no patient consequences.